Manufacturer narrative:
(B)(4). Batch # n90f2j. Additional batches: batch # n90d6y. Manufactured date:02/12/2016. Expiration date:01/12/2021. Batch # n90a00. Manufactured date:02/02/2016. Expiration date:01/02/2021. The analysis results found that the b11lt universal seal and sleeve were received. The obturator was not returned. During visual examination, the b11lt universal seal was inspected and it was confirmed that one protector was separated. This condition was most likely caused during manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 6/14/2016 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what part of the device broke; suture tie post, olive plug, stopcock, ect? I was told the ¿top portion¿ broke off and part of the internal gasket fell into the pt. Was the piece retrieved? Yes. In regards to the "top portion" broke off. Did the housing break off? Did the sleeve break? It was not the sleeve... Part of the housing.

Event description:
It was reported that during a robotic esophagectomy procedure, the surgeons noticed a plastic piece inside the patient and it was determined that the piece came from a trocar that was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.